Manufacturer narrative:
This report is submitted on june 09, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode in the external auditory canal and subsequently developed an infection. The patient was explanted (date not reported) and it is unknown if there are plans to reimplant the patient as of the date of this report.